Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. H3 other text : h6 problem code 2912.

Event description:
It was reported that when the cardiosave intra-aortic balloon pump (iabp) was delivered the handle was upside down. There was no patient involvement.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) the handle was attached upside down when delivered. Getinge plan to reinstall the handle. Three (3) gfe attempts were performed to obtain additional information and/or product return. No response was provided, the complaint will be closed and, if new information and/or devices were available, the file would be reopened and updated. Patient involvement is unknown. H3 other text : gettinge field service engineer not visited the site.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) the handle was attached upside down when delivered. Getinge plan to reinstall the handle. Getinge field service engineer (fse) confirmed the device will not be repaired.